Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not detected on bus. A field service engineer found that main drawer 3, row e, was not detected and observed that only two leds were illuminated on the row board. The fse replaced the row board, after which rows e and d failed. The fse then replaced the row board cable, but afterward all row boards were not on the bus. The fse reseated the row board cable, and row a remained off the bus. Upon inspection, the fse found that the connector on the row board was coming loose. The row board was replaced with one taken from the facility¿s spare machines. The fse also found that the barcode scanner cradle was loose. The fse located the missing bolt, reattached the cradle, and secured it properly. The drawer was then successfully recovered and inventoried. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 full height cubie was not detected on bus. Customer tried rebooting the device, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.